Event description:
This VMSR report summarizes one malfunction event. It was stated on (b)(6) 2026, patients have complained that the scaler, ACCLEAN Ultrasonic Scaler, (b)(4), is too strong and painful.